Manufacturer narrative:
(B)(4). Date sent: 4/8/2025. Analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/batch 280d73 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. Additional information was requested and the following was obtained: hemicolectomy: the problem was not noticed until the second day postoperatively, when the patient developed insufficiency and underwent further surgery. The staple line was not complete. The entire incision was made, but only 2-3 cm was stapled. The problem existed on both sides of the cut.

Manufacturer narrative:
(B)(4). Date sent: 03/10/25. D4: batch #unk. B3: only event year known: 2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that two days postoperatively to a hemicolectomy procedure, it was observed that the stapler did not fully staple the magazines such that the first few centimeters were cut and stapled, while the rest of the tissue was only cut. It was resected again, and the anastomosis was restapled. There was no patient consequence reported. No additional information provided.